Event description:
Report received from the USA stating that the neuro tip of the device was broken. The device was being used during surgery. No injuries were reported. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).